Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door kept failing even after recovering. A field service engineer found that tower door 4 was failing due to loose harness connectors on the latch terminals, cleaned the latch terminals and secured the harness connectors by crimping them. All tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors kept failing. Able to recover but would fail again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.